Manufacturer narrative:
(B)(4). Date sent: 3/27/2025. D4: batch # 897c27. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No abnormal noises were noted during functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 897c27, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, when trying to staple parenchyma the endostapler made an abnormally slow sound and the stapling was incomplete. The procedure was delayed by 10 minutes and the device was replaced. No patient consequences were reported.